Event description:
Patient was on several critical medications using the b braun infusion pump. B braun IV pump alarmed ¿low battery¿ despite being plugged in to emergency outlet and charging light being lit. A backup pump was obtained and started. Approximately 1 hr later, the new IV pump again alarmed ¿low battery¿ despite being plugged in. Pump shut off abruptly within 1 minute of alarm. The patient¿s blood pressure dropped rapidly and required rapid titrations once a new IV pump was set up.